Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 466 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated that the insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. It was unknown whether the auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.